Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced bacterial peritonitis with cloudy effluent and some abdominal discomfort. On (B)(6) 2011, the patient began remedial therapy with gentamycin (40mg, stat, ip) and ciprofloxacin (500mg, twice daily, orally) and received vancomycin (2gm, stat, ip). On (B)(6) 2011, the patient received vancomycin (1gm, stat, ip). The reporter stated that the patient also experienced difficulty draining throughout the episode of peritonitis. The outcome for the event of bacterial peritonitis was reported as unknown. Per the reporter, no final sample was taken. It was not reported whether the patient was retrained for the break in aseptic technique. Dianeal pd4 unknown bag and extraneal viaflex therapies were ongoing. The nurse believed the bacterial peritonitis was not related to dianeal pd4 unknown bag and extraneal viaflex therapies, and did not provide a statement of causality for the event of break in aseptic technique. The nurse believed the cause of the bacterial peritonitis was due to the break in aseptic technique.